Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose earlier today. Customer ate something and exercised. Customer stated that his blood glucose was low again. Customer stated that he never put the pump on suspend. Customer checked his blood glucose and it is now 400 mg/dl. Customer stated that the pump is locked and not delivering insulin. Customer had a locked screen and was able to unlock it. Customer stated that the pump was running as it normally runs. Customer stated that he may have been on the wrong screen when he tried to unsuspend the pump. Customer was able to bolus and treat his blood glucose. Customer stated that his blood glucose was coming down. Customer stated that he will monitor his blood glucose and call back if he notices any recurring issues.